Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to clip the patient¿s tissue with the 8mm medium-large clip applier instrument due to the issue that the clip edges would not interlock. The medium-large clip applier instrument was removed. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.